Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cage detachment. Block h10: the returned capio slim device was analyzed, and it was found visually with the cage opened (partially detached). Therefore, the reported complaint of a cage break is confirmed. With all the available information, boston scientific concludes that after analysis, it was determined that the cage was partially detached. A review of the manufacturing procedures (including process controls and inspections) was performed; it was concluded that there are enough controls in the process to catch any detached piece generated through the manufacturing process, and there is no reason that indicates that the cause of the defect was related to the manufacturing process. Therefore, the probable cause selected is "cause not established," as investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a prolapse correction surgery procedure performed on (B)(6) 2023, for the treatment of prolapse. During procedure, the cage detached from the device. The detached piece reportedly did not fall off into the patient. There were no patient complications as a result of the event, and the procedure was completed with another capio slim device.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cage detachment.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a prolapse correction surgery procedure performed on (B)(6) 2023, for the treatment of prolapse. During procedure, the cage detached from the device. The detached piece reportedly did not fall off into the patient. There were no patient complications as a result of the event, and the procedure was completed with another capio slim device.